Manufacturer narrative:
We performed a functional check of the lithotriptor and verified that the pulse current and charging unit high voltage output meets the manufacturer's specifications. Capacitors and resistors also meet manufacturer's specs. Dummy stone testing was good. Hematomas are a known side effect of lithotripsy, which is addressed in our IFU.

Event description:
Allegedly, following a lithotripsy procedure, the patient presented with a hematoma. We have not been able to obtain any further details about this event or patient condition.